Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were performed and the occurrence potentially related to the occurrence was observed. The photos sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe plunger was deformed. This occurred on 2 occasions before use. The following information was provided by the initial reporter: stopper plunger deformed, impossible for use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe plunger was deformed. This occurred on 2 occasions before use. The following information was provided by the initial reporter: stopper plunger deformed, impossible for use.